Event description:
It was reported that during a lap hysterectomy procedure, the ptc came loose, but was still attached to the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touch the jaw. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.